Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, just before 6:00am, the patient was sleeping and didn't feel anything. The patient's husband called 911 and when they arrived, the patient's bg was 12mg/dl. At first, the patient claimed that the dexcom cgm was around 100mg/dl. Later, she stated she does not know what was on dexcom screen when the paramedics arrived. The hypoglycemia was treated with glucagon, but she did not respond. She was taken to emergency room (ER) where they treated her with an IV medication (reportedly IV actos). She stayed there for 4 hours and she went back home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.